Event description:
Healthcare professional reported "infusion leaking at the filter". Reportedly the patient stated they "had a paper towel around it when they went to bed last night and woke up at 2am with a few spots on the paper towel. Patient put a new paper towel around it and covered with saran wrap and came to the clinic first thing this morning". The tubing was not broken, separated, cracked, or detached. There was no visible harm to the filter. "Patient came back to the clinic to have the tubing changed, when they returned on friday patient stated there was air in the tubing until it reached the filter then would be just medication past the filter. Patient stated they had to open up the fanny pack the bag was in and sit it next to them to not have it alarm." Medication being infused was epoch - doxorubicin, etoposide, vincristine in a 1000ml bag to infuse over 48 hours. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.